Event description:
It was reported through the litigation process that a vena cava filter was successfully deployed, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, computed tomography of abdomen and pelvis showed the superior aspect of the filter was at the level of l3. Also, the superior aspect of the filter was tilted towards the left and anterior. Several of the struts were projected outside the confines in the inferior vena cava with no pericaval hematoma seen and one of the struts on the right side appeared as if it was, angulated or slightly fractured. Therefore, the investigation is confirmed for filter tilt and perforation of inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2011).